Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurately high blood glucose results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started to read inaccurately on (B)(6) 2015, at 3:00 pm when he obtained alleged inaccurate high blood glucose results with the subject meter compared to another meter, within 20 minutes of each other. No results were provided for either meter. The patient manages his diabetes with insulin pump therapy. He alleged that he consumed more food/drink as a result of obtaining the alleged inaccurate high results. He reported that ¿twenty minutes¿ after the start of the alleged issue, he developed symptoms of ¿nervous, anxious and sweating¿ and ¿immediately¿ administered more food and/or drink as treatment for his symptoms. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the correct testing procedure. The cca also noted that the meter was set to the correct unit of measure. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/21/2015 and evaluated by lifescan product analysis on 4/27/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.